Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case concluded: the usb-c connector has broken down mechanically. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical evaluation: it has been reported that the charger melted when plugged into the wall. User did not get harmed by the charger, and there is no mention of property damage. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation (B)(4) clin eval plan&rpt,wl acc and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Estimated date of incident (B)(6) 2023. (B)(6) 2023 it was reported that the charger melted when plugged into wall. No harm to person or property reported.